Manufacturer narrative:
Additional information received from the patient's clinic noted the cause of death as natural causes.

Event description:
An implantable pulse generator (ipg) was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately three years five months after device implant. The device was analyzed and tested out of specification. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: pnp482534h the device was returned and analyzed. Analysis of the returned device indicated high impedance in the battery. Concomitant medical products: 5076-52 implantable pacing lead, implanted: (B)(6) 2009; 5076-45 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).